Event description:
The report company received from the affiliate indicated that, fourteen hours after the procedure, the patient complained of chest pain. A repeat angiography was performed and thrombus was revealed in the previously implanted stent. Aspiration and balloon angioplasty were performed to treat the thrombus. An iabp was also inserted.